Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the vertical gas breakthrough occurred during the creation of a thin corneal flap with a planned thickness of one hundred microns. The event was observed intraoperatively and was characterized by multiple visible air bubbles trapped within the epithelial layer during refractive surgery in the right eye of the patient. The surgeon didn¿t touch the cornea and the patient is now waiting for corneal healing for re-intervention.